Event description:
Pump was set to infuse demerol 10mg/ml in pca only mode. Over an 18 hour period nearly two 50cc syringes were used. According to the device's history only 245mg (24.5cc) had been delivered. The facility reports that over 600mg of the narcotic was not accounted for. The patient did have a known history of drug problems. The pcaii pump was connected into the last injection site on a tubing set coming from a colleague infusion pump that was delivering d5 at a rate of 100ml/hr. The colleague pump that was involved in this situation was not isolated or saved, thus the event history from that pump is not available for review. There was no adverse effect to the patient or medical intervention needed. The facility reported that the patient was thought to be tampering with the pump after a nurse came in to clear an occlusion alarm and found that the patient had clamped the line, the nurse observed the patient handling the line, but the patient denied tampering with it. The facility did not provide any specific patient information to the manufacturer.